Event description:
Reporting status: serious injury- medication intervention; permanent damage. Reporting rationale: in-stent restenosis requiring medical intervention via coronary artery bypass graft causing permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trail that after the 2.5 x 28 mm and 4.0 x 18 mm xience v stents were implanted, the patient experienced fatigue and vague chest pain (angina) onset (actual date is unknown). There was in-stent restenosis which was treated with a coronary artery bypass graft (CABG), requiring hospitalization. No additional event or patient information is available.

Manufacturer narrative:
The second xience v (lot# 8082761) is being filed under the same manufacturer number. Angina and restenosis are known risks of stenting and are listed in the IFU as potential adverse events. These patient effects along with fatigue and hospitalization, are listed in the risk assessment and are not necessarily an indication of a product quality issue. Fatigue can be associated with many other things besides the stents, such as the overall health and condition of the patient or medications. Angina and fatigue may have been secondary effects of the restenosis. A conclusive root cause cannot be determined.